Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that her daughter presented for a routine office visit where the physician was unable to communicate with her vns therapy pulse generator. Manufacturer representative was subsequently able to show that the physician's vns therapy programming system computer was operating properly and was not the cause for the reported event. Follow-up with the physician revealed the patient has been referred for a generator replacement consultation. Patient later reported that she was experiencing an increase in seizures. Pre-vns baseline seizure rate is unknown to manufacturer.